Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause was unknown. The instruments also wouldn't be returned as it was an intermittent problem and the account did not want to return the parts as they only had two sets.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the instrument tracker was sticking and not allowing the screw driver to turn, the surgeon was unable to hold the tracker in a static position while using the screw drivers and it was not possible to fully navigate screw placement due the tracker not being held in static position to the navigation camera. The scrub tech tried re-inserting the instrument into the tracker with no success. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.